Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door had clicking issue. A field service engineer (fse) addressed an issue with the full-height cubie drawer that was clicking. The fse powered down the station, removed the back panel, removed drawer 5 from the cabinet, replaced the slide rails, reinstalled the drawer, closed the back panel, and powered the station back on. The customer successfully recovered the drawer and inventoried medications to confirm proper functionality. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, tower door had clicking issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.